Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The patient visited hcp who prescribed antibiotics and antiseptic treatment to alleviate inflammation. As per the information that was provided to senseonics, the customer will consult hcp who would decide whether to continue treatment or to remove the sensor. No further investigation was found necessary for this complaint.

Event description:
On (B)(6), 2023, senseonics was made aware of an incident where patient reported inflammation at the insertion site. Patient has symptoms such as swelling and pain. The symptoms began on (B)(6) 2023. The sensor was inserted on (B)(6) 2023. The patient visited hcp who prescribed antibiotic and antiseptic treatment.